Event description:
It was reported that a frequent blockage alarm occurred. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue was able to be confirmed through the measuring the occlusion detection pressure. The reported issue was resolved by recalibration of the occlusion pressure. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no relevant information. The cause of the reported issue was misalignment of occlusion pressure setting. Device passed all functional and delivery tests performed after repair activities were completed.